Event description:
Boston scientific received information that during a routine implant procedure, oversensing on the ventricular rate/sense lead was observed. Technical services discussed the likelihood of air bubbles, as the oversensing decreased during testing. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.